Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the buttons were not responding on the customer's insulin pump and a light was blinking on and off without any button press. The insulin pump reportedly was not bumped or dropped. The customer's blood glucose level was 8.5 mmol/l. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
All buttons function properly during testing. However, moisture damage was noted on keypad traces. No blinking back light noted during testing. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window, cracked reservoir tube, and cracked case near display window corners noted during visual inspection.